Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a dislodged grip cable crimp. The instrument was found to have the cable crimp outside of its original position. It was not seated inside of the grips. As a result, the instrument could not operate properly. The complaint was confirmed by failure analysis. The probable root cause was attributed to component susceptibility to damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.